Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data confirms intermittent out of range/antenna icon evidenced by gaps in transmission for session started (B)(4) 2013 thru (B)(4) 2013. Product returned for transmitter. Product investigation concluded that there was no defect found with the transmitter.